Event description:
It was reported that the right ventricular (rv) lead exhibited out of range impedances and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.